Event description:
It was reported that a patient underwent a surgical skin procedure on an unknown date and suture was used. The patient developed unusual necrosis and pain in and around the surgical wound. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Additional narrative: after reviewing the case, the surgeon opines that the complications occurred as a result of suturing technique and is not related to the suture used. The surgeon has not experienced any more patient problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.